Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Event description:
It was reported that during surgery, the meniscal suture was placed but when it was actioned this did not work. After third attempt, the implants t1 and t2 came out and the thread was stuck inside. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Event description:
It was reported that during surgery, the meniscal suture was placed but when it was actioned this did not work. After third attempt, the implants t1 and t2 came out and the thread was stuck inside. A backup device was available to complete the procedure with no significant delay and no patient injuries.